Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "lump and tumor" and bilateral "leaking" and exchange of textured devices due to patient's concern with product. Device has been explanted.